Event description:
A medtronic representative reported that, while in a spine procedure, the site alleged that their long spine clamp attachment screw was stripped. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to use a different device, a short spine clamp, to continue and completed the procedure with the use of the navigation system. There was no delay. There was no impact on patient outcome.

Manufacturer narrative:
Patient identifier and age were not made available from the site. Device lot number, or serial number, not made available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement open spine clamp provided. No parts have been received by manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
Analysis of the suspect part confirmed the reported event: the clamp face is slightly bent to one side. The adjustment screw thread is stripped in the middle of the travel and the retainer ring has been stretched allowing some play in the movement of the clamp face. This issue will be trended and monitored in a medtronic hardware anomaly tracking database.